Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. A manual test was used to confirm the results as erroneous. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "incorrect identification of bacteria (not all, only some are incorrect)."

Manufacturer narrative:
Investigation summary: a failure for mis-identification of results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6) ). The customer reported that some of their results were incorrect, stating that their concern related to acenetobacter being identified as moraxella, and s. Aureus being identified as s. Epidermidis. No patients were impacted. There was no evidence that the incorrect results were due to a failure of the instrument. The root cause is not known, and further investigation is to be carried out against the associated reagents. This is an unconfirmed failure of the phoenix m50 instrument. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review for (B)(6) was completed and revealed no previous cases related to results. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. A manual test was used to confirm the results as erroneous. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "incorrect identification of bacteria (not all, only some are incorrect)."